Event description:
Boston scientific received information that the patient implanted with this device system reportedly suffered from twiddler's syndrome and the leads became dislodged. An invasive revision procedure was performed and the leads were successfully revised. No adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.